Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The pump had a cracked case at the display window corners, a broken belt clip slot, and a minor scratched and cracked display window.

Event description:
It was reported that the replacement pump time was too long, which caused the unresponsive button or keypad on the insulin pump. Customer's blood glucose was normal and did not require medical treatment.